Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the tissue pad on the lcsc5 came apart from device. Opened another device to finish the case. There was no consequence to pt.